Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). An accumulation of dirt was found in the rinse stations. The water tank was cleaned and system reagent was added. The pipettors were primed and measuring cell preparation maintenance was performed. The hcg+b test was re-calibrated and signals were within expected limits, but lower than the expected value. Controls were acceptable, with the second control level acceptable, but 2 standard deviations low. Another test was calibrated twice and these were acceptable but had lower than expected signals. A patient sample was tested and negative results were obtained as expected. The investigation is ongoing.

Event description:
The initial reporter stated they receive discrepant results for one patient sample tested with elecsys hcg+beta on a cobas e411 rack. The sample initially resulted in an hcg+b value of < 0.1 miu/ml. The sample was repeated in a second laboratory, resulting in a value of 177 miu/ml. The repeat result was deemed correct.

Manufacturer narrative:
The initial sample measurement occurred on (B)(6) 2025. The repeat measurement occurred on (B)(6) 2025. Calibration and control data were acceptable. The customer used 13 x 75 mm. Sample tubes without tube rack adapters required for 13 mm. Diameter tubes. The investigation determined the issue is consistent with insufficient analyzer maintenance and not using required rack adapters. Medwatch fields a3 and b3 have been updated.